Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, backplane, and ribbon cable were replaced during the service call. The reported issue is currently under investigation.

Event description:
The customer reported that the system left monitor went blank. No pt injury was reported.